Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for unknown reasons. The customer mentioned that thy felt that their inulin pump was not working. The customer did not provide their blood glucose value or any information about the hospitalization. The customer did not feel good enough to troubleshoot their insulin pump. The customer stated that they will call back to address the issue at a later time.